Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): "no product problem reported" (not known device problem). A nurse reported a corneal burn had occurred. Several attempts have been made to retrieve additional info but none has been received to date.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).